Event description:
The event is reported as: the screw is loose by the handle. No pt injury reported. No pt involvement reported.

Manufacturer narrative:
The device sample was ot returned for evaluation.